Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
As per sales rep, patient was implanted approximately 17 years ago. The c-taper head and liner were changed due to wear. The catalog and lot number of the liner are not readable. Left hip.

Manufacturer narrative:
Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. There is no indication or evidence to suggest the reported head contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per sales rep, patient was implanted approximately 17 years ago. The c-taper head and liner were changed due to wear. The catalog and lot number of the liner are not readable. Left hip.